Event description:
It was reported that white particles were floating in a small volume intermate. The particulate matter was identified during the storage of the device; after it was compounded with meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured november 05, 2014 to november 10, 2014. The device was received for evaluation. Visual inspection was performed and identified white floating particulate matter in the device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.